Event description:
Device was used during a low anterior resection procedure. Reportedly, the anastomosis was intact when inspected and the procedure was completed without incident. Reportedly, the pt was re-admitted ten days post-operatively displaying peritonitis. The pt expired one day after re-admittance due to multiple systems organ failure.